Event description:
It was reported that the patient's lead had migrated and a revision was scheduled for (B)(6), 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39286-65 (B)(4) implanted: 2010-(B)(6) explanted: na; recharger model 37752 (B)(4); programmer model 37743 (B)(4). (B)(4).